Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm perimount valve implanted for four years, 10 months, exhibited severe aortic stenosis and mild aortic insufficiency. A 23mm transcatheter valve was implanted inside the failing 23mm valve via valve-in-valve procedure. The patient tolerated the procedure well and was taken to the intensive care unit in stable condition. Patient was discharged on post operative day six.